Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to the customer. Multiple contact attempts were made by technical support to obtain additional information regarding the event; however, no response was received from the customer. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.